Manufacturer narrative:
Event date: this occurred on an unspecified date "in late march". Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) units of flexicap disconnect caps had open packaging. This was observed upon receipt and before use for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6. H10: three (3) samples were received for evaluation. A visual inspection was performed with the naked eye noted damaged (torn) pouches. The reported condition was verified. The cause of the condition could not be determined; however, most likely occurred during the distribution process. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.